Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing: evaluation of healthcare outcomes of patients treated with depuy synthes tslp during procedures in the thoracic, thoracolumbar, and lumbar spine. Reported complications as per ICD-10- pcs & cpt procedure codes and ICD-10- cm diagnosis codes. Unk - plates: thoracolumbar locking tslp: this impacted product captures the reported re-operation within 0-730 days following the index procedure. Qty 13 total revisions (qty 7 in count (onlabel), qty 6 count (potential off-label)) qty 5 nonunion/pseudoarthrosis (qty 2 in count (onlabel), qty 3 count (potential off-label).

Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.